Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98608. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did a successfully applied clip fall off the vessel? Was control established prior to cutting the vessel? Were any clips successfully fired prior to the issue? What structure/tissue hemorrhaged and what caused the hemorrhage? Did the 2nd device perform as expected and form clips as expected? Does the surgeon believe that the clip caused or contributed to the hemorrhage? How was bleeding discovered or diagnosed (what tests, scans, etc. Were performed)? How much bleeding occurred? Were any blood products given? If reoperation, what was found at reoperation? Was bleeding in same anatomical location where clips were applied during initial procedure? How was patient treated for bleeding that occurred? What is current patient status? What type of structure was the device being fired across? Which firing did the incident occur on? Was there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any other issue noted with the staple line other than bleeding (malformed clips, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during pelvic dissection in laparoscopy, it is impossible to advance the clip by actuating the handle and close the clip. Use of a 2th device. Uncontrolled hemorrhage.